Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 04.027.053s lot: 2l54038 manufacturing site: bettlach release to warehouse date: 05.dec.2018 expiry date: 01.nov.2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in an open condition. In addition, all four (4) lips are in a good condition. Furthermore, the received device shows on the surface some sings of use. Functional test: during investigation a functional test was performed, we were able to open the blade completely, but we weren't able to close is completely as two semi-finished components are stuck together. Document/specification review: drawings and revisions are in accordance to DHR of production lot 2l54038. All relevant features are defined on the used drawing revisions of DHR of production lot 2l54038. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage (blocked). Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on that, that two semi-finished components have become stuck together, and that the function is affected, the complaint is confirmed.no product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, after opening the sterile blade for the surgery on (B)(6) 2019, the bade was locked and the surgeon was unable to unlock the blade. There was a ten (10) minute surgical delay reported due to the blade was not opening. The surgical procedure was successfully completed. Patient status outcome was normal. This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for complaint (B)(4).